Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to the patient was unable to adapt to monovision, there was no patient injury. The lens was exchanged for an micl 12.6, -8.00 diopter model lens. The patient wanted monovision but once the lens was implanted, the patient felt off-balance and didn't like it, and wanted the lens removed. The reporter stated the event was due to a patient related issue and was not lens related.

Manufacturer narrative:
Evaluation results - medical review - review of this file indicates that after targeting patient for monovision, patient was unable to tolerate the difference in refraction. Icl was changed with a different size and power to correct this problem. This adverse event was due to patient preference. (B)(4).

Manufacturer narrative:
(B)(4) (no conclusion can be drawn):based on the complaint history, a specific root cause of the event could not be determined.(B)(4): lens not returned.